Event description:
It was reported that during an unk procedure, jamming occurred three times in a row. Another device were used in both cases. There were no adverse consequences to the pt. Device will be returned.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the er420 jaws had become misaligned causing the clips to be scissored and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.